Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. Images of the implant after removal were provided. There is damage to the back end of the implant, which may have occurred when trying to remove the implant during repositioning as the cage detached from the inserter during repositioning. It is unclear what could have caused the cage to disassociate itself from the inserter. It is possible excessive force was used to reposition the implant, causing it to detach. Because the spacer was detached from the inserter, it was stated that it was too difficult to remove the implant, thus the implant was left in the patient which required revision surgery to retrieve it. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to retrieve a rise spacer that had been left in the patient post operatively. This event occurred in japan.